Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. It was noted the patient had lost therapy. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.